Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The contract manufacturer (cmi) reports that a device history record review was performed and there was one deviation found. The deviation had no impact on the reported defect. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "after the ez-blocker was inserted, whilst connecting the ventilation as "positive continue pressure", the oxygen adaptor was not set up properly. Could not be attached. It's the first time it happens. Clinical consequences: no consequence for the patient because the device was attached using tape." No patient injury reported. The condition of the patient is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after the ez-blocker was inserted, whilst connecting the ventilation as "positive continue pressure", the oxygen adaptor was not set up properly. Could not be attached. It's the first time it happens. Clinical consequences: no consequence for the patient because the device was attached using tape." No patient injury reported. The condition of the patient is reported as fine.